Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07870 /-07871).

Manufacturer narrative:
Evaluation of the returned component found the head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces and taper fretting.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to pain, elevated metal ion levels, noises from hip and MRI findings.